Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "hole detected in the catheter 8-9 cm from the 0 market at the PICC line catheter. Leakage during flush." Additional information 02/08/2024: no serious patient impact, no serious injury, medical intervention or treatment change. New PICC line placed.